Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead noise was observed during routine follow-up in clinic. Noise was reproducible with isometric movements. Chest x-ray was ordered. No intervention has been performed yet. Patient was stable and will follow-up in clinic in few weeks.